Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the unit displayed "packer fault 116" and "defib disabled" messages on power-up. In addition, the device displayed a "defib fault 72" message when attempting to perform a self-test. The complainant indicated that there was no patient involvement in the reported malfunction.